Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted. T:slim user guide indicates pump is to be used with individuals 12 years of age and greater, (B)(6).

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to elevated blood glucose levels (597 mg/dl), and diabetic ketoacidosis. Reportedly, the customer began vomiting and stopped eating prior to being hospitalized. Troubleshooting was performed and pump appears to be delivering as expected. Reportedly, customer's infusion site was painful. Customer was treated through intravenous insulin drip and glucose.